Event description:
It was reported to philips that live monitor is not turning on in the control area and the tablet in room has loose screws for remote mount. The clinical use of the system was in use.there was no harm reported to philips.

Manufacturer narrative:
Onsite service was scheduled and the tam tablet, tsm bracket, and review monitor were replaced. The system was tested and returned to use, meeting the specification for the performed service. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).